Event description:
It was reported that a patient experienced a stroke post procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in the right side transcarotid artery revascularization (tcar) procedure. It was reported that a symptomatic patient underwent a tcar procedure without any issues. Three hours post procedure, the patient experienced same symptoms from previous stroke. Imaging performed revealed patent stent and no stroke. Further imaging review revealed that there were few tiny new white lesions (nwls) and three new small foci of restricted diffusion in the right hemisphere and the symptoms had not been resolved.